Event description:
It was reported that during follow-up, a loss of right ventricular capture was observed. A micro dislodgement was suspected but not confirmed. No patient symptoms were reported. Lead repositioning was attempted but low impedance values were observed. The lead was explanted and replaced. The patient was in good condition and would be monitored.

Manufacturer narrative:
(B)(4).